Manufacturer narrative:
Zoll has not received the ivtm thermogard for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that when the ivtm thermogard (sn (B)(4)) was turned on, it displayed mid:11 (post nvram) and a mid:26 (low battery) error messages. No patient involved.